Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after a diagnostic heart catheterization procedure. Reportedly, the proglide was deployed perfectly through plunger removal. When the footplate was closed, the proglide became stuck in the anatomy. Manual compression was applied until a cut down of the subcutaneous tissue could be performed. The cut down released the device by exposing the foot and cutting the suture. The device seemed fractured. It was noted, during removal of the device, that the foot was still open and the needles were catching the feet. There were no arterial complications seen. Another proglide device was used to achieve hemostasis. Surgical suturing and surgical glue were used to close the subcutaneous tissue and skin. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.